Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient admitted at hospital with a dislocation of their total hip. X-rays indicated a dissociation of the femoral head from femoral trunnion. Stryker hip was originally implanted on the (B)(6) 2010.

Manufacturer narrative:
Reported event an event regarding disassociation involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was confirmed. Method & results: device evaluation and results: damage on the returned stem was consistent with loss of taper lock. Explantation damage and biological material was observed on the stem. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray and implant images confirm dissociation, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient admitted at hospital with a dislocation of their total hip. X-rays indicated a dissociation of the femoral head from femoral trunnion. Stryker hip was originally implanted on the (B)(6) 2010.